Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: attune ps rp insrt sz6 5mm, 151650605.

Event description:
It was reported that this patient¿s knee was revised because her femoral component was too large and her tibial component was loose. Loosening was at the cement/implant interface. Surgeon seems to believe that the oversized femoral component, which overstuffed the joint, was likely the cause of the tibial loosening. Both components were replaced with smaller sized components. Doi: unknown; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.